Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, the snare loop failed to extend. The physician suspected that the sheath was too long. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the flare detached and the catheter slightly kinked in the extreme of the strain relief and near the dongle. Further evaluation found the key was deformed and the dongle shaft was in good condition. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from extending. The flare detachment also caused the catheter to look like the length is incorrect. However, flare detachment is contrary to what was originally reported. The review and analysis of all available information failed to indicate a definitive root cause of this complaint. A review of the device history record (DHR) was performed and no deviations were found.